Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g2. H3, h4, h6: part: 03.617.900. Lot: 9005763. Manufacturing site: werk hagendorf. Release to warehouse date: november 13, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device scrdriver t8 self-hold angl w/sleeve was returned to customer quality (cq) west chester for investigation. The tip of the driver had been stripped. No other issues were identified. Document /specification review: based on the date of manufacture, current and manufactured revision of drawings were reviewed. -screwdriver angled complete. Dimensional inspection: complaint relevant dimension could not be measured due to post manufacturing damage. Conclusion: complaint can be confirmed based on the available information. The screwdriver tip was stripped. This might have been due to wear associated with continuous usage of the device. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only event year is known. Additional device product codes: kwq. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the screwdriver was found to be worn. This report involves one (1) angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 1 of 1 for (B)(4).